Manufacturer narrative:
The faulty pressure regulator was returned to the manufacturer for further evaluation. A technician from sustaining engineer reported that during visual inspection a red plastic part was found in the connecting nipple of the regulator. Pictures were taken and the plastic was removed to proceed with the investigation. The pressure regulator was installed into a cardiosave test fixture. The test fixture was powered up into system diagnostics mode. No displayed failure messages were observed. The technician performed regulator check tests and the failure was confirmed. The pressure regulator was disassembled to be inspected. It was found that the diaphragm was damaged, disabling the regulator from being adjusted.

Event description:
The customer reported that when the cariosave intra-aortic balloon pump (iabp) was used on a patient, they were missing support (no pumping) from the iabp after been applied to the patient and performing an auto refilling procedure. It was also reported that trigger was detected, yet there was no inflation and aspiration of the balloon. The iabp showed no error messages, therefore the iabp was exchanged directly with another to continue therapy with the same catheter. No patient harm, serious injury, or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and saw that the pressure in the vacuum tank displayed was too low, and calibration via r4 was impossible, so that unit was sent to the repair shop in gossau for further investigation. On december 19, 2017 the fse saw that the compressor pulled in air from the incorrect place due to a crack that was found in the muffler which was replaced, was recalibrated, and a bump test was performed. The device was still defective so a rg4 (vacuum regulator) was ordered and replaced by the fse, and then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. Additional information has been requested and if provided a supplemental report will be submitted.

Event description:
The customer reported that when the cariosave intra-aortic balloon pump (iabp) was used on a patient, they were missing support (no pumping) from the iabp after been applied to the patient and performing an auto refilling procedure. It was also reported that trigger was detected, yet there was no inflation and aspiration of the balloon. The iabp showed no error messages, therefore the iabp was exchanged directly with another to continue therapy with the same catheter. No patient harm, serious injury, or adverse event reported.